Event description:
Leakage was observed from the uv bonding connection, between the truwave and the three way stop cock under 300mmhg pressure.

Manufacturer narrative:
Device has not returned for evaluation at this time.